Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of connection threads issue on the mobile power unit (mpu) patient cable was confirmed. Visual inspection of the returned mpu, serial number: (B)(6), revealed cross threading on the black and white patient cable connector which can still lock with a test controller power cable. The patient cable was replaced. A full functional checkout was performed, and the unit passed all tests. The unit was returned to the customer site. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 14may2020. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a phone call was received that the mobile power unit (mpu) needed to be replaced due to white connection on the end of the cable. The connections threads were very stiff and demonstrated cross threaded.